Manufacturer narrative:
The reported event is confirmed but the cause is unknown. Visual evaluation of the photo sample noted one opened (without original packaging) unused bulb evacuator. Visual inspection of the package noted a thin black hair on the interior of the bulb. The presence of hair is considered out of specification which states "no hair in product is permitted." The reported event was confirmed based on this visual evidence. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "do not use if package is damaged. Three syringe tips are intended for use as follows: integral toomey tip - resectoscope irrigation catheter tip - for catheter irrigation 1 luer adapter (for foley catheter inflation) warning: reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient. Caution: secure tip tightly prior to use. Caution: avoid excessive syringe pressure when using luer adapter, as the adapter may dislodge. After use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable laws and regulations."

Event description:
It was reported that there was a hair inside of the syringe. No medical intervention was reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that there was a hair inside of the syringe. No medical intervention was reported.